Manufacturer narrative:
The device was received fully deployed. The device was received in pod state 15 and delivered 55 pulses, indicating the pod successfully completed first and second prime before it was deactivated. The needle mechanism was manually reset and redeployed as intended. No damages or defects were observed that would contribute to the reported needle mechanism failure. The exact cause of the reported needle mechanism failure could not be determined. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that during activation, the needle deployed on an angle, scratched abdomen, where pod was placed, and then cut the patient's finger when removing the pod. The pod's cannula was found bent. There is no information available regarding treatment.